Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Access site adverse event/ major bleed: patient had a jp drain in pocket where impella procedure was performed. Jp drain filling constantly along with a drop in h&h therefore blood products were given. The cause of the bleeding was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the right axillary graft site to support the 38 year old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. On the second day of support the team gave blood products due to bleeding at the surgical jp drain. The blood was given due to dropping hematocrit and hemoglobin. The team found that the surgical team needed to re-admit the patient to the operating suite and cauterized the tissue inside of the pocket site. After 17 days of support the team weaned and explanted the pump. The patient survived the bleed. Anticoagulation necessary for the pump placement and support can contribute to bleeding from sites like this surgical/pocket site.

Manufacturer narrative:
B5 narrative amended. H6 component code g07003 was inadvertently omitted on the supplemental manufacturer device report 1220648-2026-00388-2.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. Blood products were given. The patient had a jp drain in pocket where the procedure was performed. The jp drain was filling constantly along with a drop in hemoglobin and hematocrit. Therefore, blood products were given. The patient was brought back down to the operating room where the doctor cauterized the tissue inside of the pocket. No issues at graft site or with impella per the medical doctor.